Event description:
Filter migrated after placed in a male patient, #1 or 2 vertbrae, and had to be retrieved by a non-cook retrieval device. Vena-tech was then placed.

Manufacturer narrative:
No product or films were provided to assist in this investigation; therefore, we were not able to determine with certainty the root cause of this event. This device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The appropriate individuals have been notified of this matter, and we will continue to monitor for similar reports.